Event description:
Related manufacturer report number: 2017865-2022-17390. It was reported that a patient presented for lead revision. During the procedure, it was noted through fluoroscopy that the right ventricular (rv) lead had externalized conductors. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.